Event description:
It was reported that plunger separation occurred during use with a bd plastipak¿ 50ml luer-lok syringe. The following information was provided by the initial reporter, "several problems have occurred with syringes 60 ml pure pse: plunger very difficult to handle, uncoupled plunger and stopper. Impossibility of making boluses. The drug preparation is housed between the two parts of the seal, even passes the seal and is found at the piston."

Manufacturer narrative:
Investigation summary: three samples were returned to our quality team for investigation. Through visual inspection of the samples, a leakage was observed between the stopper ribs. There was no damage or molding defect observed on any of the samples that could have contributed to the leak, however, the stopper on the third sample was partially disassembled from the plunger. In all samples there was no issues related to difficulty with plunger movement. A device history review was performed for the reported lot 1905239, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issues. Ten retained samples of lot 1905239 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, the stopper was properly assembled on all product, and no leak was identified. Throughout the manufacturing process, force testing and silicone content tests are conducted for each lot. All retained samples were evaluated and found to be within required specifications. Based on the available information we are not able to determine a root cause related to the leakage or difficulty with the plunger movement that was reported. Conclusion: although no direct issues were identified in relation to the misassembled stopper, it was determined to have occurred as a result of improper alignment of the plunger/stopper to the barrel during assembly. A camera system has been installed to detect for missing or improperly assembled stoppers, the reported lot manufactured prior to the use of this system. Complaints received for this device and defects will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that plunger separation occurred during use with a bd plastipak¿ 50ml luer-lok syringe. The following information was provided by the initial reporter. "Several problems have occurred with syringes 60 ml pure pse: plunger very difficult to handle, uncoupled plunger and stopper. Impossibility of making boluses. The drug preparation is housed between the two parts of the seal, even passes the seal and is found at the piston."